Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture occurred. The stenosed target lesion was located in the mildly tortuous and moderately calcified iliac vein. A 7.0 x 40, 75cm mustang balloon catheter was advanced for dilatation. However, upon inflation, the balloon ruptured. The procedure was completed with a different device. There were no patient complications nor injuries reported.

Manufacturer narrative:
(B)(6). Device evaluated by MFR.: the complaint device was returned for analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. Blood was identified within the balloon and inflation lumen which is evidence of a device leak. The returned device was attached to an encore inflation unit. Positive pressure was applied when liquid was observed to be leaking from a balloon pinhole located approximately 5mm distal to the distal end of the proximal markerband. An examination of the balloon material and markerband identified no issues which could potentially have contributed to this complaint. A visual and microscopic examination observed severe damage to the tip of the device. This type of damage is consistent with excessive force being applied when attempting to cross a lesion. A visual and tactile examination found no kinks or damage along the shaft of the device. No other issues were identified during the product analysis.

Event description:
It was reported that balloon rupture occurred. The stenosed target lesion was located in the mildly tortuous and moderately calcified iliac vein. A 7.0 x 40, 75cm mustang balloon catheter was advanced for dilatation. However, upon inflation, the balloon ruptured. The procedure was completed with a different device. There were no patient complications nor injuries reported.